Event description:
The device was placed in the cervical region just before the end of a cervical vertebral arch plastic surgery procedure. The device broke while being moved into position using forceps. The sugeon made an incision in the cervical region under local anesthetic and removed the device. Ths surgeon did not replace the device as complete hemostasis was noted. The pt subsequently developed a hematoma and transient limb palsy.